Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited no output or telemetry, due to normal battery depletion. Inappropriate measured data was due to bad conductivity on the backside of the resistor.

Event description:
It was reported that the patient presented in clinic for a follow up visit. The pulse generator exhibited diagnostic anomaly and premature eri. The device was explanted and replaced.